Event description:
Caller alleged discrepant results compared with the lab. Pt was told to stop taking coumadin on (B)(6)2010 due to an upcoming surgery.

Manufacturer narrative:
Investigation pending.